Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that before use cardiosave hybrid (iabp) alarmed for maintenance after being turned on. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge filed service engineer (fse) evaluated the unit and enter the backend and found that the positive and negative pressure values deviate significantly. After adjusting the positive and negative pressure, the alarm still persists. The fse replaced the entire set of filters and the alarm disappeared. All equipment passed the factory required performance and safety tests.